Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pet syringes veterinary insulin syringe broke when removing cap. The following information was provided by the initial reporter: needle fell apart upon removing cap.